Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the federal drug administration that a customer received emergency medical assistance and got hospitalized due to low blood glucose. The customer stated that after a few hours after changing an infusion set, their blood glucose dropped from 140 mg/dl to less than 20 mg/dl at the time of the incident, in less than 20 minutes. The customer was given dextrose to treat. The customer experienced symptoms such as a seizure and severe muscle damage from the intensity of the seizure. The muscle damage resulted in rhabdomyolysis and temporary kidney and liver damage. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call medtronic directly. The insulin pump will not be returned for analysis.